Event description:
It was reported that during testing, it was observed that the small battery drive device had no power. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the rotations per minute specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to an internal motor or electronic control unit (ecu) failure due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.